Event description:
This case was reported in 2009 from a rep company. A female pt with unspecified relevant medical history, had been treated with poly-l-lactic acid (sculptra) in 2007 for an unspecified indication (doses and batch number were no provided). Since this date, no further injections of poly-l-lactic acid were performed. An unspecified time frame later, she experienced important nodules on all the area initially treated. No concomitant medications, nor corrective treatment were mentioned. As noted, recently, the pt had been treated with cosmetic products containing aloe vera. At the time of this report, the nodules persisted. No further info was provided.

Manufacturer narrative:
Device qc check performed.